Event description:
The co service rep reported that that 3100a ventilator did not meet a performance specification. During a performance check, the mean airway pressure (map) would not go over 6 cmh20. There was no patient involvement.